Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus)-drainage of pancreatic pseudocyst procedure performed on (B)(6) 2024. During the procedure, the physician noted under the endoscope that there were several damages on the stent cover. The physician decided to remove the stent using forceps, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name is the first affiliated hospital (B)(6); reported here as facility name exceeded character limit for designated field. Block h6: imdrf device code a04 captures the reportable event of stent cover damaged/defective. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. The device was returned with the stent fully expanded and deployed. Visual and microscopic inspections revealed no perforations in the saddle region, they were less than 6 diamonds containing wire-to-wire perforations in the saddle-flange transitions, and finally less than 10 diamonds containing wire-to-wire perforations. No problems were noted with the stent and delivery system. The reported event of stent cover damaged/defective could not be confirmed, as the perforations found were not higher as the specification in the device drawing. Taking all available information into consideration, the most probable root cause is no problem detected.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a04 captures the reportable event of stent cover damaged/defective. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. The device was returned with the stent fully expanded and deployed. Visual and microscopic inspections revealed no damage to the stent cover. No problems were noted with the stent and delivery system. The reported event of "stent cover damaged/defective" could not be confirmed, as no damage was observed. Taking all available information into consideration, the most probable root cause is "no problem detected."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus)-drainage of pancreatic pseudocyst procedure performed on (B)(6) 2024. During the procedure, the physician noted under the endoscope that there were several damages on the stent cover. The physician decided to remove the stent using forceps, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a04 captures the reportable event of stent cover damaged/defective.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus)-drainage of pancreatic pseudocyst procedure performed on (B)(6) 2024. During the procedure, the physician noted under the endoscope that there were several damages on the stent cover. The physician decided to remove the stent using forceps, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.